Event description:
It was reported the customer received a no delivery alarm. The customer stated they had changed out their infusion site and reservoir, but the alarm persists. The customer's blood glucose was 194 mg/dl. Troubleshooting did not find a bent cannula. It was also found insulin was able to exit during a fixed prime. The customer was advised their site may be occluded. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).